Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/06/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.